Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that post v1.11 server upgrade station was stuck at synchronization screen. The field service engineer (fse) stated that the delay occurred due to the software being down all day as a result of a server upgrade. The system was reimaged to version 1.11, but a sync failure was encountered. The sync issue was escalated and worked on by product support engineer and centralized advanced product engineering support to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower post v1.11 server upgrade station was stuck at synchronization screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.